Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their original system was removed due to a "bad infection on the left side of the chest". The system was removed and replaced on the right side. No further patient complications have been reported as a result of this event.